Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Were the staples malformed? How much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that the ats45 was used with a vascular reload tr45w where there was an incomplete firing - some staples deployed but not all. The surgeon used a hem-o-lok clip instead. The procedure was a laparoscopic right hemicolectomy and all went well otherwise.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/17/2020. D4: batch # t5c458. Investigation summary the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.